Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted

Event description:
A customer reported that the adc freestyle libre sensor detached after 1 day of wear. The customer experienced unspecified symptoms of hypoglycemia, loss of consciousness and was treated with a cocoa drink and brioche by a non-hcp. No further information was provided. There was no report of death or permanent injury associated with this event.